Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2005. Pending revision - reason not reported.

Manufacturer narrative:
Pending evaluation. Please void as this device was not explanted.

Event description:
Index surgery: 2005. Pending revision - reason not reported.